Event description:
Revision due to wear of liner. Cup was originally implanted for approximately 20 years. Subsequent revision was in 2008, only the liner was revised.

Manufacturer narrative:
Pending engineering evaluation.